Event description:
It was reported that a half day infusor leaked from the blue cap. The reporter stated that they had tightened the blue cap; however, the device was still leaking. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted fluid inside the package that contained the unit due to an untightened blue winged luer cap. The device was then refilled with colored water, its cap was tightened by manually rotating the cap until it could no longer be rotated, and the device was monitored for leakage until the following day; no signs of a leak were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.